Event description:
Rn was utilizing alaris pump tubing - had flushed line and was infusing tubing into alaris machine. After hanging a second IV piggyback (ivpb) medication (pump seemed to be infusing fine) an emergency department technician noticed that tubing had broken at top flange area of tubing that runs through the pump (softer rubber like tubing) and the IV fluid and medication had run out of the pump onto the floor.second event occurred on new alaris tubing just above the blue area where the tubing is secured into the brain has the tendency to bend ever so slightly causing a crease or kink that prevents the fluid to go in properly. It was brand new tubing, so I reinforced it with small amount of tape to help keep it stiffen and erect to help with flow.